Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Observed the sensor plug was not properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Therefore, the issue is not confirmed to use due to sensor plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving "scan again in 10 minutes" and "replace sensor" message on the day of applying after an adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as "loss of consciousness, vomiting" requiring treatment with glucagon nasal powder by his partner. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving "scan again in 10 minutes" and "replace sensor" message on the day of applying after an adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as "loss of consciousness, vomiting" requiring treatment with glucagon nasal powder by his partner. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Manufacturing date in section h4 was incorrectly captured and has been updated.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving "scan again in 10 minutes" and "replace sensor" message on the day of applying after an adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as "loss of consciousness, vomiting" requiring treatment with glucagon nasal powder by his partner. There was no report of death or permanent injury associated with this event.